Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has an autofill failure alarm. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, h6(health effect-impact code, type of investigation, component codes, investigation findings, investigation conclusions), h10. Investigation finalized on 07/11/2024. A getinge field service engineer (fse) found we have checked and found that the unit is showing error message: autofill failure. We have done the pneumatic performance test and found very poor average pressure (156) and poor vacuum (-148). Unit needs replacement of safety disk and 5000hours preventive maintenance kit to rectify the issue. Replaced the defective safety disk(d997-00-0985-01),5000hrs kit(d040-00-0147). Now the problem is rectified and unit is working satisfactorily. No patient involvement.

Event description:
It was reported that, during routine check and prior to use on patient ,the cs300 intra-aortic balloon pump (iabp) has an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a